Event description:
Ordered an FDA regulated medela symphony hospital grade breast pump, advertised as brand new, from mom and baby shop (B)(6) using their (B)(6).com market and received a tampered product. Product I received was previously opened and resealed using a clear tape. When I contacted the mom and baby shop, they blamed the manufacturer. I contacted the manufacturer and shared the pictures of the received package and they confirmed that they would never ship it to mom and baby shop with a broken seal. When I contacted the mom and baby shop, they wanted to charge me for restocking fee of (B)(6). (B)(6).com is currently reviewing this concern. However, according to mom and baby shop's email by FDA law retailers are prohibited from making any changes to the manufacturer seal. If this is the case, the owner of the shop confirmed that all of her medela symphony package seals are broken. Please take an action on this as this looks very suspicious. FDA safety report ID# (B)(4).